Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and severely tortuous vessel. A 6.0x100, 75cm mustang¿ balloon catheter was advanced for dilatation and was inflated thrice at 24 atmospheres. However, on the fourth inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status was good.